Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 04-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 627077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hellp syndrome and anticardiolipin antibody syndrome. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia/excessive bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal),") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes,"), bladder disorder ("bladder or urinary problems or changes,"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (hysterectomy (full), salpingectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, complication associated with device, menorrhagia, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, urinary tract disorder, bladder disorder, headache, migraine, dysmenorrhoea, nausea, dyspareunia, fatigue and gastrointestinal disorder outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered bladder disorder, complication associated with device, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: 2009, essure confirmation test: total bilateral occlusion. Appears to have formed scar to prevent pregnancy most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters details added. Aka names added. Lot number added. Event added as abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, gastrointestinal or digestive system condition. Historical, concomitant condition and relevant lab data were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 627077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hellp syndrome, anticardiolipin antibody syndrome, hellp syndrome, anticardiolipin antibody syndrome and pregnancy. Previously administered products included for an unreported indication: ortho tri-cyclen28, magnesium sulfate transfusion and aspirin. Concurrent conditions included polymenorrhoea, endometrial polyp, dysfunctional uterine bleeding and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal), bladder or urinary problems or changes"). In (B)(6) 2008, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia/excessive bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced complication associated with device ("device complications"), vaginal infection ("infection (bladder/ urinary tract/vaginal),") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss") and diarrhoea ("gastrointestinal or digestive system condition: diarrhoea"). The patient was treated with multivitamins, plain (multi vitamin), antibiotics and surgery (hysterectomy (full), salpingectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, fatigue, constipation, alopecia and diarrhoea had resolved and the complication associated with device, menorrhagia, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, headache, migraine, dysmenorrhoea, nausea and dyspareunia outcome was unknown. The reporter considered alopecia, complication associated with device, constipation, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on the right there was one coil exposed to the cavity on the left there was two coils exposed to the cavity. Diagnostic results: 2009, essure confirmation test: total bilateral occlusion. Appears to have formed scar to prevent pregnancy ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record vaginal haemorrhage,menorraghia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events hair loss, constipation and diarrhea was added. Reporter information added, events pain, vaginal bleeding, fatigue, hair loss, gastrointestinal symptoms: constipation and diarrhoea are recovered/ resolved. Concomitant and historical condition are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 627077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hellp syndrome, anticardiolipin antibody syndrome, hellp syndrome, anticardiolipin antibody syndrome and pregnancy. Previously administered products included for an unreported indication: ortho tri-cycle n28, magnesium sulfate transfusion and aspirin. Concurrent conditions included polymenorrhoea, endometrial polyp, dysfunctional uterine bleeding and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("infection (bladder/ urinary tract/vaginal), bladder or urinary problems or changes"). In december 2008, the patient experienced headache ("migraines / headaches") and migraine ("migraines / headaches"). In may 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia/excessive bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced complication associated with device ("device complications"), vaginal infection ("infection (bladder/ urinary tract/vaginal),") with vaginal discharge, cystitis ("infection (bladder/ urinary tract/vaginal),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss") and diarrhoea ("gastrointestinal or digestive system condition: diarrhoea"). The patient was treated with multivitamins, plain (multi vitamin), antibiotics and surgery (hysterectomy (full), salpingectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, fatigue, constipation, alopecia and diarrhoea had resolved and the complication associated with device, menorrhagia, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, headache, migraine, dysmenorrhoea, nausea and dyspareunia outcome was unknown. The reporter considered alopecia, complication associated with device, constipation, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on the right there was one coil exposed to the cavity on the left there was two coils exposed to the cavity. Diagnostic results: 2009, essure confirmation test: total bilateral occlusion. Appears to have formed scar to prevent pregnancy ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record vaginal haemorrhage,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.